Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 77a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient turned the stimulation off at night around 8 almost every night and that the stimulation would come on at night. It was noted that the patient was not on a scheduled therapy and that the impedances were ok. It was noted that the stimulation had been coming on at night since spring in 2014. The clinician programmer did not indicate that the stimulation was coming on. It was noted that the patient was feeling stimulation at a low level even though she had previously turned it off. The patient reported a 10-15 pound weight change and that the pocket was stable. The patient was checking the system with the stimulation on button and with the sync button and would feel the stimulation come on. The way that the patient made stimulation change is that she moved around and the stimulation would stop. It was noted that this could happen a couple of times a night. The patient saw the lightning bolt sometimes and used the stimulation on button sometimes to check it. The patient felt stimulation with and without the lightning bolt present. It was noted that it happened several times a night and only happened during the day if lying for a couple of hours. It was noted that the concern was that the presence of the implantable neurostimulator could be the issue or the position could be the issue. The reporter ¿did not attribute the issue to be system related.¿ actions taken/planned included turning the stimulation off to see if the patient said it turned off. The patient was still saying that it turned on in the middle of the night. It was noted that the implantable pulse generator (ipg) would probably be replaced according to the health care professional. The event cause was not determined and it was unknown if it was device/therapy related. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins (B)(4), found no anomaly.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was explanted and it was not replaced. The ins would turn on in the middle of the night without the remote. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.